Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
According to the patient, her unit was not producing enough oxygen while she was at home so her pulse went very low. She claims that she fainted and her family member called 911 and was transported to the hospital. She stated that she was in the hospital for 4 days was diagnosis was pneumonia. They gave her prednisone, supplemental oxygen, and antibiotics. The patient has a history of asthma, copd and kidney failure.